Event description:
A us distributor reported that a patient's electrode belt's cable was damaged and displayed a service code 204.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable, service code 204) was isolated to the electrode belt trunk cable being pulled and cut from the distribution node (dn), damaging all wires within the cable. The cut cables caused the belt to not communicate with the monitor. The root cause for cut cable was physical abuse. There was no adverse event that resulted from the damaged belt.